Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed lines across the ilet display while preparing to announce a meal, with possible prior impact or drop, and switched to backup therapy while a replacement was arranged. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included continued use of cgm on phone or receiver and restoration of therapy via backup until replacement arrival. Investigation included customer service troubleshooting and education, verification of device information and shipping, and collection of the device for evaluation. Investigation of this device revealed a hardware display issue consistent with screen or bezel separation affecting the visual interface. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage leading to display malfunction.